Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 28 mmol/l. The customer stated they have treated for the high blood glucose. It was also found the customer did not have a bent cannula on the infusion set. The customer will treat for their blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.